Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf-generator issued error code e433 and restarted itself. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury. However the procedure was delayed about 15 minutes, which was not judged to be significant.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/11/14). The evaluation at omsi confirmed the occurrence of error e433 and traced the error back to a defective hvps board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Furthermore, the evaluation found the housing cover and the front panel to be damaged. These damages were most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.